Event description:
(B)(6) obtained 125 units of organ recovery systems sps-1 with lot numbers that were part of a voluntary removal (pbr-0060-392 received 08/25/2016, pbr-0074-330 received 10/11/2016). In an abundance of caution, (B)(6) notified every transplant center and tissue bank receiving organs and tissues from any organ donor during that time. The liver/kidney recipient from this donor has been spiking fevers since transplant on (B)(6) 2016. Transplant center reported to opo because of possible use of potentially contaminated sps-1 solution in donor. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Diagnosis or reason for use: routine flush of donor organs.